Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device/ perforation(fallopian tube)"), uterine perforation ("perforation (uterus)") and pelvic pain ("severe pelvic pain") in a 34-year-old female patient who had essure (ess205) (batch no. 624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (B)(6) 1998, (B)(6) 2003)), toxemia of pregnancy, cholecystectomy in 1999, gallbladder operation in 1999 and laparoscopic surgery in 1997. Concurrent conditions included overweight, foot surgery since 2001, cervicitis (the cervix has surface erosion and chronic cervicitis.), adenomyosis, ovarian cyst, endometriosis of uterus, endocervicitis, cervicitis, dysthymic disorder, tobacco use disorder and abdominal pain. Concomitant products included oral contraceptive nos and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, 1 year 9 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), adnexa uteri pain ("pain/ ovary pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6)2009), surgery (hysterectomy (full), (uterus and cervix removed)) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, adnexa uteri pain, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. There was focal adenomyosis. The intramural nodules have interlacing fascicles of smooth muscle of leiomyomas, four, up to 0.2 cm, adenomyosis, cervical erosion and chronic cervicitis, cystically dilated endocervical glands; metal devices, two. Her most recent ultrasound in our office in (B)(6) 2008 showed the uterus to have a small posterior fibroid measuring less than 1 cm. The uterus itself was slightly enlarged at 111 cubic centimeters. The ovaries were slightly enlarged bilaterally, consistent with polycystic ovaries. Concerning the injuries reported in this case, the following ones unspecified disorder of menstruation and abnormal bleeding, confirmed in patient¿s medical records quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device/ perforation(fallopian tube)"), uterine perforation ("perforation (uterus)") and pelvic pain ("severe pelvic pain") in a 34-year-old female patient who had essure (ess205) (batch no. 624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998,(B)(6) 2003)), toxemia of pregnancy, cholecystectomy in 1999, gallbladder operation in 1999 and laparoscopic surgery in 1997. Concurrent conditions included overweight, foot surgery since 2001, cervicitis (the cervix has surface erosion and chronic cervicitis.), adenomyosis, ovarian cyst, endometriosis of uterus, endocervicitis, cervicitis, dysthymic disorder, tobacco use disorder and abdominal pain. Concomitant products included oral contraceptive nos and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, 1 year 9 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), adnexa uteri pain ("pain/ ovary pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, adnexa uteri pain, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. There was focal adenomyosis. The intramural nodules have interlacing fascicles of smooth muscle of leiomyomas, four, up to 0.2 cm, adenomyosis, cervical erosion and chronic cervicitis, cystically dilated endocervical glands; metal devices, two. Her most recent ultrasound in our office in (B)(6) of 2008 showed the uterus to have a small posterior fibroid measuring less than 1 cm. The uterus itself was slightly enlarged at 111 cubic centimeters. The ovaries were slightly enlarged bilaterally, consistent with polycystic ovaries. Concerning the injuries reported in this case, the following ones unspecified disorder of menstruation and abnormal bleeding, confirmed in patient¿s medical records. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received: new events: dysmenorrhoea, ovarian cyst, uterine perforation were added. Amended historical conditions. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device/ perforation(fallopian tube)"), uterine perforation ("perforation (uterus) / device location of device: fundus") and pelvic pain ("severe pelvic pain") in a 34-year-old female patient who had essure (ess205) (batch no. 624478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (B)(6) 1998, (B)(6) 2003), toxemia of pregnancy, cholecystectomy in 1999 and endometriosis (laparoscopic treatment) in 1997. Concurrent conditions included overweight, foot surgery since 2001, cervicitis (the cervix has surface erosion and chronic cervicitis.), adenomyosis, ovarian cyst, endometriosis of uterus, endocervicitis, cervicitis, dysthymic disorder, tobacco use disorder and abdominal pain. Concomitant products included oral contraceptive nos and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst") and endometriosis ("endometriosis"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and adnexa uteri pain ("pain/ ovary pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia, ovarian cyst, depression, anxiety and endometriosis outcome was unknown and the pelvic pain, adnexa uteri pain and dysmenorrhoea had resolved. The reporter considered adnexa uteri pain, anxiety, depression, dysmenorrhoea, endometriosis, fallopian tube perforation, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. There was focal adenomyosis. The intramural nodules have interlacing fascicles of smooth muscle of leiomyomas, four, up to 0.2 cm, adenomyosis, cervical erosion and chronic cervicitis, cystically dilated endocervical glands; metal devices, two. Her most recent ultrasound in our office in (B)(6) 2008 showed the uterus to have a small posterior fibroid measuring less than 1 cm. The uterus itself was slightly enlarged at 111 cubic centimeters. The ovaries were slightly enlarged bilaterally, consistent with polycystic ovaries. Concerning the injuries reported in this case, the following ones unspecified disorder of menstruation and abnormal bleeding, confirmed in patient¿s medical records quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Essure indication was added. Following event; psychological or psychiatric problems condition: depression, mental anguish and endometriosis were added. Outcome of event pain was added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device/ perforation(fallopian tube)'), uterine perforation ('perforation (uterus) / device location of device: fundus') and pelvic pain ('severe pelvic pain') in a 34-year-old female patient who had essure (ess205) (batch no. 624478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cholecystectomy in 1999, endometriosis (laparoscopic treatment) in 1997, gravida ii, parity 2 ((B)(6) 1998, (B)(6) 2003) and toxemia of pregnancy. Concurrent conditions included foot surgery since 2001, overweight, cervicitis (the cervix has surface erosion and chronic cervicitis.), adenomyosis, ovarian cyst, endometriosis of uterus, endocervicitis, cervicitis, dysthymic disorder, tobacco use disorder and abdominal pain. Concomitant products included oral contraceptive nos and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion and 1 day after removal of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst") and endometriosis ("endometriosis"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), adnexa uteri pain ("pain/ ovary pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full), (uterus and cervix removed) and hysterectomy with bilateral salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, menorrhagia, adnexa uteri pain, dysmenorrhoea and genital haemorrhage had resolved and the menstrual disorder, vaginal haemorrhage, ovarian cyst, depression, anxiety, endometriosis and post procedural complication outcome was unknown. The reporter considered adnexa uteri pain, anxiety, depression, dysmenorrhoea, endometriosis, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. There was focal adenomyosis. The intramural nodules have interlacing fascicles of smooth muscle of leiomyomas, four, up to 0.2 cm, adenomyosis, cervical erosion and chronic cervicitis, cystically dilated endocervical glands; metal devices, two. Her most recent ultrasound in our office in (B)(6) of 2008 showed the uterus to have a small posterior fibroid measuring less than 1 cm. The uterus itself was slightly enlarged at 111 cubic centimeters. The ovaries were slightly enlarged bilaterally, consistent with polycystic ovaries. Concerning the injuries reported in this case, the following ones unspecified disorder of menstruation and abnormal bleeding, confirmed in patient¿s medical records lot number: 624478 manufacture date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device/ perforation(fallopian tube)'), uterine perforation ('perforation (uterus) / device location of device: fundus') and pelvic pain ('severe pelvic pain') in a 34-year-old female patient who had essure (ess205) (batch no. 624478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cholecystectomy in 1999, endometriosis (laparoscopic treatment) in 1997, gravida ii, parity 2 ((B)(6) 1998, (B)(6) 2003) and toxemia of pregnancy. Concurrent conditions included foot surgery since 2001, overweight, cervicitis (the cervix has surface erosion and chronic cervicitis.), adenomyosis, ovarian cyst, endometriosis of uterus, endocervicitis, cervicitis, dysthymic disorder, tobacco use disorder and abdominal pain. Concomitant products included oral contraceptive nos and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion and 1 day after removal of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst") and endometriosis ("endometriosis"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), adnexa uteri pain ("pain/ ovary pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full), (uterus and cervix removed) and hysterectomy with bilateral salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, menorrhagia, adnexa uteri pain, dysmenorrhoea and genital haemorrhage had resolved and the menstrual disorder, vaginal haemorrhage, ovarian cyst, depression, anxiety, endometriosis and post procedural complication outcome was unknown. The reporter considered adnexa uteri pain, anxiety, depression, dysmenorrhoea, endometriosis, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. There was focal adenomyosis. The intramural nodules have interlacing fascicles of smooth muscle of leiomyomas, four, up to 0.2 cm, adenomyosis, cervical erosion and chronic cervicitis, cystically dilated endocervical glands; metal devices, two. Her most recent ultrasound in our office in (B)(6) of 2008 showed the uterus to have a small posterior fibroid measuring less than 1 cm. The uterus itself was slightly enlarged at 111 cubic centimeters. The ovaries were slightly enlarged bilaterally, consistent with polycystic ovaries. Concerning the injuries reported in this case, the following ones unspecified disorder of menstruation and abnormal bleeding, confirmed in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received events " gen. Abnormal bleeding, post procedural complication" were added. Outcome of events " pain, bleeding, migration and perforation" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device/ perforation(fallopian tube)") and pelvic pain ("severe pelvic pain") in a 34-year-old female patient who had essure (ess205) (batch no. 624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (((B)(6)1998,1(B)(6)2003)) and toxemia of pregnancy. Concurrent conditions included overweight. Concomitant products included oral contraceptive nos. On (B)(6)2007, the patient had essure (ess205) inserted. In january 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, 1 year 9 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and adnexa uteri pain ("pain/ ovary pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6)2009). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Most recent follow-up information incorporated above includes: on(B)(6)2018: fu from pfs: new events: vaginal hemorrhage, menorrhagia, fallopian tube perforation, adnexa uteri pain, device monitoring procedure not performed were added. Reporter, patient demographic information, all other relevant history updated. Product stop date, batch number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device.). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.